Manufacturer narrative:
(B)(4) batch #: t94h3k. Investigation summary: the device was received with the top of the I-blade lower tip broken off and not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged, not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic hysterectomy, the I-blade was broken off outside the patient during use. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.